Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated after several attempts. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') indicating an issue with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Event description:
It was reported that during electrode revision procedure, there was difficulty with device telemetry. Subsequently, the device was explanted. No additional adverse events were reported.